Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change out due to normal eri. Fluoroscopy revealed externalized conductors. Intermittent capture threshold was also observed. The physician claimed that the lead is defective. The lead was capped. There was no adverse event reported during and after the procedure.